Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Unit passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Unit uploaded properly using carelink. Unit was monitored for 1 day. No pump error 113 alarm noted. Pump error 63 (variable 3) alarmed during self test due to broken trace at u1 pin 6 (sda) on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. Unit had minor scratched display window, scratched case, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and a cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 360 to 486 mg/dl at the time of the incident. The customer was at 306 mg/dl at another point in time before or after treatment. The customer was given intravenous insulin and manual injections to treat. The customer experienced symptoms such as feeling sick. The customer was wearing the insulin pump during the incident. The caller mentioned the customer performing several set changes but still remaining high. The customer believes it was an infusion set issue that led to the highs. Troubleshooting was not completed. The insulin pump will be returned for analysis.